Manufacturer narrative:
The check of the DHR of the lot # involved (1414828) did not show any pre-existing anomaly out of 23 stems manufactured with this lot #. No other complaints were reported on the same lot #. No further info is available on this case, therefore a deeper investigation is not possible. In particular, we could not analyze any xray to confirm that the original stem was undersized, as a probable cause of the subsidence. Limacorporate received a total of 7 complaints due to reported subsidence of a h-max s stem (model # 4250.20.xxx-4251.20.xxx), on a total of 29445 stems belonging to this family marketed ww since 2009, giving a specific revision rate of 0.02%. No corrective action planned. Limacorporate will keep monitored the market. This is a final report.

Event description:
Patient started complaining of pain after the original surgery. After four months since the original surgery, surgeon decided for a revision surgery by removing the h-max s stem ( model # 4250.20.100, lot # 1414828) that had subsided due to possible undersizing, and implanting a different stem. Even the liner size and the femoral head have been changed during the revision. Event happened in (B)(6).